Manufacturer narrative:
According to the complainant no device will be returned for investigation as this was an user error. No lot release records were reviewed, as the lot number was not provided due to no product being involved.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 350 mg/dl. The patient administered a manual insulin injection of 8 units utilizing a pen and did not apply a new pod contributing to bg levels to rise. At the hospital, the patient was placed on an intravenous (IV) of insulin.